Manufacturer narrative:
Examination was not possible, as the products were not returned. Although the complaint is non-verifiable, provided information states the products are not suspected of failing to meet specifications. A search of the complaint database found no prior reports for both reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised because of pain and loosening.